Event description:
It was reported that during processing, the cables from the mega needle driver instrument were exposed. The instrument reportedly was not used on a patient after the reported issue was identified. The initial reporter did not report any patient harm or fragments falling into a patient as a result of the reported issue.

Manufacturer narrative:
Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The instrument was returned and evaluated. Engineering confirmed that the instrument's grip cable was exposed. The grip cable was frayed at the distal idler pulley and distal clevis and the frayed strands were sticking out at the instrument's wrist. The other cables at the instrument's wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.